Manufacturer narrative:
(B)(4). Device has not been returned to manufacturer.

Event description:
It was reported that driver fractured at top of the ridge while trying to remove a healing abutment. Clinician was able to remove the healing abutment with a trefine and believes the implant was not damaged.

Event description:
It was reported that driver fractured at top of the ridge while trying to remove a cover screw to place the abutment. Clinician was able to remove the cover screw using another removal tool. The implant was not damaged.

Manufacturer narrative:
One narrow hex drive was returned for inspection. A visual inspection revealed signs of wear consistent with use. The hex tip was confirmed to be fractured and twisted. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent, advent and trabecular metal implants 4869 rev 7-01/16. Information identified: prepare the implant for healing ¿ step 7 locate the surgical cover screw in the cap of the inner vial. Using the 1.25mmd hex driver with gemlock retention, engage the cover screw and push down to open door in inner vial cap. With the gemlock hex driver still engaged, remove the cover screw, carry it to the surgical site, and thread it into the implant. Suture the soft tissue over the implant or, alternatively, around a healing collar for one-stage implant placement. The complaint is confirmed. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.